Event description:
Deformity treatment pectus carinatum, more details (symmetric/asymmetric) are not available. Patient = female, born 1998 (B)(6). Operation date: 2012 (B)(6). Stratos clips ref 012-01225, 012-02225, stratos bar 014-10190: the bar slided out of the lugs of the clips, date of incident not detectable, explantation 2014 (B)(6). Products available for inspection: no information available.

Manufacturer narrative:
Pectus carinatum (pc) treatment was performed with one bridge, consisting of one bar and two clips. The recommendation for pc is the use of 3 bridges. The reoperation (explanation) was performed 21 months after implantation. The decision if or when to remove implants rests with the surgeon. In any event, postoperative evaluation of the patient is mandatory. It is recommended to see each patient in reasonable intervals (every 4-6 months). Material was not available during this report for an inspection.